Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged battery compartment and a worn upstream occlusion (uso) seal. There was no evidence to review in the device's event history log. To conduct functional testing, three accuracy tests were performed. Upon testing, the reported problem was duplicated. It was determined the pump was found to be over delivering to the manufacturing specifications. The expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed the volume test. Devices value is too high (21.55ml). During testing/no patient injury.